Manufacturer narrative:
Serial # = na

Event description:
It was reported that during a donor nephrectomy procedure, while harvesting the donor kidney, the knife of the device made the cut, but no staples were released from the reload. The surgeon had to convert to an open procedure in order to stop the bleeding. The total blood loss was 700ml. Both the donor and the kidney recipient are doing well after the procedure.